Event description:
User opened the package and injected water, then advanced the delivery system through wire guide while found out the wire guide cannot be put through delivery system. User retracted the device and changed to a new one to complete the procedure a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Can you provide the tracking information for the returned device? Yes. What endoscope channel size was used? 4.2. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes. What was the target location of the stent? Left hepatic duct details of the wire guide used (name, diameter)? Acro-35-450. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? (If altered please indicate the procedure type (e.g., cholodochojejunostomy)) no. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. Was the delivery system tracked around a tight angle in the patient anatomy or around a tight angle in an endoscope? The stent delivery system revolves around narrow angles in the patient's anatomical structure. What was the position of the elevator during advancement? Down.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation 1 unit of lot c2333389 of zilbs-635-8-8 was returned opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 22 december 2025. Observations from the lab evaluation were as follows; red safety tab returned in place. Kink observed on outer sheath approx. 42.5cm from base of connector cap. Crumpling observed on clear catheter for last 14cm at the distal end of the clear catheter. Distal white tip observed to be broken stent examined and no issue observed device flushes with no issue attempted to insert 0.035 inch wire guide through broken white distal tip but would only insert approx. 9.5cm red safety tab removed and stent deploys without issue. The reported failure was observed. Clarification was requested after the lab evaluation asking how the white distal tip of the device was broken. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0065 which accompanies this device instructs the user to; "visually inspect the device with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use the device". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0065). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause for the complaint issue could be attributed to the kink observed on the on outer sheath during the lab evaluation. Excessive bending, twisting, or force applied during insertion or manipulation could have caused the sheath to kink, especially if the device was bent sharply or handled improperly. It is also possible that the sheath could have been damaged during transportation, storage facilities or handling of the packaging after the device left the manufacturing facility, leading to a weakened or pre-deformed section prone to kinking. This kink may have led to extra force to be applied during the insertion process which could potentially have led to the crinkling also observed during the lab evaluation. It is possible that the difficulty in advancing delivery system over the wire guide may have resulted in extra force being applied which could have resulted in the distal white tip getting broken. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 03-feb-2026:.